Event description:
A customer contacted beckman coulter regarding an event with power processor. The event occurred when customer reused sample ids and tube was processed by the power proc essor (with lx connections for use with the synchron lx20). The customer downloaded a test request to a preplink (sample programming computer) from lis (lab information system). A pt sample with the same smaple i.d. Was in the system already (since 02/05), and currently was in a stockyard storage at the time of the event. The power processor retrieved the incorrect sample from the stockyard storage, and submitted for testing. Due to reusing of sample ids, 1 tube was recalled incorrectly from same sample ID as the new tube was assayed instead of the new tube. The results from the original sample tube were not reported out of the lab; the discrepancy was noted during the sample verification. The customer did not provide any additional info regarding this event. The customer indicated that the pt treatment was not affected.